Event description:
It was reported that an infusor patient control module (pcm) watch had a loose and partially detached button. The reporter stated that after removing the securing clip, the spring tension under the button caused the back-plate to partially detach from the body and not fully occlude the fluid line. This was found before use. There was no patient involvement. No additional information is available. This is report 28 of 91.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.